Event description:
Immediately after abc bovie handpiece was used, electrode was placed on drape. Electrode burned 4 pea-sized holes on drapes. No problem with bovie and no user error. Rptr suspects fabric problem. No harm to patient. Second such event today. Different bovies. Different surgeons.